Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and the issue did not recur after resetting. The customer was informed to contact support again if the malfunction code reappeared and understood the instructions.